Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the probe broke off in the patient¿s pedicle. The tip could not be removed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.